Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the device had low intermittent readings on the new system using the sensors on cardiac pediatric patient and renal sensing. The patient was on a prone position, and the flank sensor had no difficulty getting a reading. But when the patient was placed in supine, the readings were back to an intermittent reading. There was no patient injury.